Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked and unresponsive. The customer's blood glucose was not impacted. The customer reported that manual injections would be used for alternate insulin therapy.